Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) and shock channels that resulted in false atrial tachy response (atr) episodes. The ra lead is a non-boston scientific product. Technical services (ts) reviewed the reports and stated potential causes. Ts stated it is physician discretion to address or to monitor the issue. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A good faith effort was made to obtain initial reporter email; however, the email remains unknown.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) and shock channels that resulted in false atrial tachy response (atr) episodes. The ra lead is a non-boston scientific product. Technical services (ts) reviewed the reports and stated potential causes. Ts stated it is physician discretion to address or to monitor the issue. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.